Event description:
It was reported that removal difficulties and balloon detachment occurred requiring additional intervention. The 75% stenosed, 28mm long bifurcation lesion was located in the left anterior descending (lad) artery, with contiguous disease extending into the distal left main coronary artery (lmca). A 5.00 x 32mm synergy megatron drug-eluting stent was successfully deployed from proximal lad to the ostium of the lmca. The stent balloon was inflated three times at 14 atmospheres for 25 seconds. During withdrawal, the stent balloon could not be retrieved despite multiple reinflation attempts and manipulation techniques. The balloon then separated from the delivery system and required additional intervention for removal. Access was obtained via the right femoral artery through an 8f femoral sheath, under general anesthesia and transesophageal echocardiography (toe) guidance. A 7f non-boston scientific (bsc) guide catheter, 6f non-bsc guide extension catheter and non-bsc snaring device were utilized for removal of the detached balloon. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The date of event and the implant date were estimated as the first day of the month of the bsc aware date, as the actual dates were not provided.